Event description:
It was reported that during a check before being used for training, the cs100 intra- aortic balloon pump (iabp) shutdown by itself. It was noted that the last fault page had fault code #55 logged 4 times and the last electrical failures page had electrical test fails code #120 logged 6 times. There was no patient involved, and no adverse event reported.

Manufacturer narrative:
The event site address in block e1 was shortened due to field character limit; the full address is: (B)(6). Corrected fields: e1 (event site address, event site address line 2).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) troubleshot the iabp unit and changed the keypad controller board, the coiled cable, and the display controller board from another iabp unit, but the issue was not resolved. Additionally, the console cable and the main board were replaced from another iabp unit which also did not resolve the issue. The fse then replaced the power supply from another iabp unit which allowed the iabp unit to function properly. The iabp unit was ran for approximately 3 to 4 hours with not further issues. The iabp unit has not been returned to use and is pending a replacement power supply. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during a check before being used for training, the cs100 intra- aortic balloon pump (iabp) shutdown by itself. It was noted that the last fault page had fault code #55 logged 4 times and the last electrical failures page had electrical test fails code #120 logged 6 times. There was no patient involved, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) has advised that the replacement power supply was received and installed on the iabp unit which solved the issue. The fse ran the iabp unit for three hours and noted that the iabp unit was working well. Subsequently, the next day, the iabp unit was returned to the customer.

Event description:
It was reported that during a check before being used for training, the cs100 intra- aortic balloon pump (iabp) shutdown by itself. It was noted that the last fault page had fault code #55 logged 4 times and the last electrical failures page had electrical test fails code #120 logged 6 times. There was no patient involved, and no adverse event reported.